Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a separation. The tubing set was to be used for delivery of an unspecified medication. It was reported while flushing the tubing set prior to pt use, the tubing popped off from the top connection on the filter. The tubing set was replaced. There were no reported adverse pt effects and no reported delay of critical therapy to the pt. No medical interventions were reported. No add'l info was provided.